Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of wound dehiscence and exposure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: wound dehiscence. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side ¿diagnosis open wound right breast¿. Additionally, healthcare professional reported drainage and exposure. Device has been explanted.